Event description:
This is filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and deployed centrally on a2/p2. Post deployment, the clip opened more than 5-10 degrees and the mr increased. A second clip was implanted lateral to the opened clip for stabilization and to further reduce the mr. The procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening post deployment. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. In addition, this event was further reviewed by an abbott clinical engineer and the reviewer stated that ¿two (2) echocardiographic still images and two (2) echo videos were provided. Both echo still images are of an lvot view with x-plane (52°). One fully deployed clip can be visualized with no mitraclip system in view; this is presumably the incident device reported for clip opening post deployment. The clip arms appear to be opened to ~20°-30° with a noticeable gap in between the tips of the clip arms; this is only an approximation based on a visual assessment with the naked eye and is not confirmed. The first video denoted "before deployment" is of an lvot view with x-plane (intercommissural like view) and color doppler. In the x-plane view the clip can be identified and appears to be grasped onto both leaflets. In the lvot view the clip cannot be discerned due to the poor quality of the video and color doppler obscuring the image of the clip. No assessment of the clip arm angle can be made in the "before deployment" video. The second video denoted "post deployment" is a similar lvot view with x-plane and color doppler. Due to the poor quality of the video (granular/obscured image, fragmented/jumpy video) an assessment of the clip arms cannot be performed.¿

Event description:
N/a.